Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that rebooting had occurred. No physical damage was found to the battery compartment or cap. The battery cap tightened securely to the pump and the pump booted to the verify screen with appropriate alarms. The pump was exercised for 24 hours without rebooting. The pump was opened and no power circuit defects were found. The complaint of rebooting was unable to be duplicated during testing. Suspect medical device serial #: (B)(4).

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the pump rebooted four times on (B)(6) 2011. There was no damage noted to the battery cap or the battery compartment. The battery cap was original to the pump and has reportedly been in use for two months.